Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, h2, h3 h6, h11 corrected fields: g4 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was interrupted and weakened, and the light guide lens was worn. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction is traced to component failure of the universal cable, light guide bundle and objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gynecologic laparoscope exhibited dark image during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.